Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is three of three reports (3007042319-2015-02647, 3007042319-2015-02648) submitted for devices related to the same event.

Event description:
It was reported that the patient's power sources were switching from port one to port two earlier than expected. The controller and two batteries were exchanged. There was no reported effect on the patient.